Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on right ventricular (rv)lead. Some issue with the lead was suspected as the noise was large. During the lead revision procedure, the rv lead was capped on (B)(6) 2019. While attempting new lead, the lead could not be advanced due to patient having low superior vena cava (svc) blockage. The old rv lead was reconnected back and programming changes were made. The patient was stable.